Event description:
It was reported that during surgery the central screw would not engage with the screw driver through the baseplate holder. The screw was properly reverse threaded into the baseplate but after many attempt were unable to get the screw rotating. The issue resulted in a delay of 30 minutes which required additional anesthesia for the patient.

Event description:
It was reported that during surgery the central screw would not engage with the screw driver through the baseplate holder. The screw was properly reverse threaded into the baseplate but after many attempt were unable to get the screw rotating. The issue resulted in a delay of 30 minutes which required additional anesthesia for the patient.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or is related to a death or injury. - attachment: [complaint #(B)(4), (B)(6) 2019 perform reversed baseplate.pdf].